Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle scope with iobp a quantity two abs-10062t (lot: 0170104494) would not fit into the machine, causing errors. One kit the cassette did not lock in. The second kit the pump circle part would not lock down, and cassette had the same issue. The procedure continued but not with abs-10062t. The surgeon had to use acp for the autogulous blood instead of bmac.